Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.